Manufacturer narrative:
See attached follow up summary report.

Event description:
It was reported that during patient use, the gui (graphic user interface) display screen was frozen. Bdu (breath delivery unit) continued to ventilate patient. No patient harm was reported. Reporting hospital will not share any additional information after multiple attempts.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.